Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the maryland bipolar forceps instrument was inspected prior to use and there was no damage observed. Surgeon performed dissection when the fragment fell inside the patient. The surgeon believes that contact with the tissue caused the instrument to break or caused the fragment falling issue. It was the last use of the instrument. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument collapse with the tissue during the surgical procedure. The fragment fell inside the patient during an instrument tip collision. The instrument was not removed during the procedure (prior to the breakage) the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument the wrist was straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula after the event occurred. No other damage to the instrument was noticed after the event occurred. The fragment was retrieved with another instrument and confirmed visually. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment retrieved will not be retuned back to isi as customer threw it away. A photographic image of the device was provided indicating the area of damage at the maryland bipolar forceps wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested for return of the maryland bipolar forceps instrument for failure analysis evaluation. However, as of the date of this report, the instrument has not been received. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, the plastic in the wrist of the maryland bipolar instrument was burnt and it fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed robotically.